Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation; therefore, a conclusive root cause to the reported degradation could not be determined. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Additional information was received indicating that the length of implant was 3 years and 2 months and that the patient is alive and doing well after the reoperation.

Manufacturer narrative:
Product analysis: the product specimen was discarded by the user facility. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 years post implant of this bioprosthetic valved conduit in the pulmonary position, patient underwent re-operation of the valve due to degradation of the valve. It was also noted that this patient may have may have expired away during the re-operation.